Manufacturer narrative:
The device has not been returned for evaluation. The evaluation was performed by the london implant retrieval center (lirc). The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted. Report 2 of 2.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod would not extend and force testing was unable to be completed. Photos of the internal components showed corrosion and a broken radial bearing. It was reported that the rod was removed as part of a planned removal procedure after the rod had fully extended; there was no adverse patient or user impact associated with this report. No additional information is available.

Manufacturer narrative:
Corrected data: b5, h6 (component code, device code, and investigation findings code)

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod would not extend and force testing was unable to be completed. It was reported that the rod was removed as part of a planned removal procedure after the rod had fully extended; there was no adverse patient or user impact associated with this report. No additional information is available.